Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there were cuts in the cable insulation and caused the programmer to shut down when plugged in. Concomitant medical products: product ID 2090w programmer; product ID 229047 analyzer; product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported the printer is broken. The programmer was returned for repair. It was also reported the rf (radio frequency) heads are broken. The rf heads were returned for repair. The rf heads were analyzed and tested out of specification. No patient complications were reported as a result of this event.